Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is experiencing negative dysphotopsia. Additional information has been requested.

Event description:
The surgeon provided additional information. The patient is doing well. No intervention anticpated.